Event description:
Patient had a return to operating room for csf leak. Original surgery was for a pituitary tumor. Surgeon placed the integra dural graft as an onlay graft along with fat. The patient developed a csf leak postoperatively. Patient was taken back to the operating room to repair the leak about 10 days later. Upon inspection, the edges of the graft along the suture lines had sealed, but there was a hole found in the center of the graft. Manufacturer response for dural graft, integra bp dural graft 4x5cm - (per site reporter). They are investigating.